Event description:
My daughter used bausch & lomb moisture loc for the first time at 8 pm the night of 2/8/06 when she inserted new contact lenses. At 1 am the morning of 2/9/06 she woke up with itching, burning eyes and could not go back to sleep. At 8 am on 2/9/06 she went to the college nurse who sent her to the eye dr. She had an eye infection and something was torn in her eye. From our phone conversations with her it was rather serious. She just recently mentioned to me that she had used the moisture loc when I told her about the problem regarding the solution.